Event description:
It was reported to nova biomedical that a consumer received a result of 35 mg/dl on their blood glucose meter. The consumer contacted emts to have her blood glucose level tested and on their unknown brand, they received a result of 128 mg/dl. The consumer did not trust the results of 128 mg/dl. The consumer did not trust the results and treated herself with a glass of juice and grapes to help raise her blood glucose level. She continued to have erratic results throughout the day. During the call to customer support, it was revealed that the consumer did not control solution test for integrity before use their initial test strips as instructed in our directions for use. The meter and test strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.